Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic surgical irrigation and aspiration tip was found bent during surgery. The procedure was completed on the same day after replacing the product with another one. The type of procedure was not reported. There was no patient harm.

Manufacturer narrative:
One opened polymer irrigation / aspiration (I/a) coaxial handpiece with straight tip was received for the reported issue of tip was found bent. The returned sample was visually inspected and was found to be nonconforming with a bent tip. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned non-conforming sample was received opened. How and when the I/a tip became bent cannot be determined from this evaluation; therefore a root cause cannot be determined for the complaint as described by the customer. If wear visible most likely root cause is handling when placing the tip onto the handpiece. The most likely cause is handling of the device. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All handpieces are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).